Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout the procedure.